Event description:
Surgeon performed a sleeve gastrectomy 32 french bougie using an endo gia stapler. The surgeon started the pouch with a green stapler load (4.8mm). During the second firing, with a green load, it was noticed that staples never formed; so he had to oversew. The third staple load was also green. The rest of the staple line was a blue load (3.5mm). The surgeon performed the leak test which successfully passed. Two (2) days later a leak occurred on the last firing (blue load). No additional information is available at this time.

Manufacturer narrative:
Although, several attempts to obtain additional information have been unsuccessful, synovis is continuing to pursue. No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.